Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen regulator was leaking. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the oxygen regulator was leaking. The customer requested the parts ID for an oxygen regulator to order and replace. The rse provided the customer with the parts ID for the oxygen regulator. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer.